Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel sds and stent. The balloon was tightly folded with the stent secure on the balloon. Microscopic examination revealed that third and fourth distal rows of the stent struts were flared, bent, and overlapping .inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 20x4.50mm rebel stent was selected to treat the lesion. However, during unpacking outside patient's body, it was noted that the distal end of the stent struts were deformed. The device was put aside and the procedure was successfully completed with a different device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 20x4.50mm rebel stent was selected to treat the lesion. However, during unpacking outside patient's body, it was noted that the distal end of the stent struts were deformed. The device was put aside and the procedure was successfully completed with a different device. No patient complications were reported.